Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected thyroglobulin antibody ii (tgaby ii) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. Subsequent testing produced a result below the customer's clinical decision point. It is unknown if patient treatment was affected.

Manufacturer narrative:
The tgaby ii samples are collected in gold topped serum tubes which are aliquoted and frozen upon receipt. The repeat results were obtained after re-freeze and thawing of the original sample. Tgaby ii qc has been within the customer's established ranges. A routine system checks were performed on (B)(6) 2010 and (B)(6) 2010; both passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) on the instrument. The fse adjusted all alignments and voltages to instrument specifications. The fse performed a routine system check and tgaby ii qc; all testing passed within specification. A definitive root cause has not been determined to date for this event.